Event description:
It was reported that a patient, underwent an atrial flutter left (l-afl) procedure with a navistar ds catheter and suffered a cardiac tamponade, which required a pericardiocentesis. The patient¿s medical history is unknown. The patient suffered a pericardial effusion after re-accessing the left atrium (la) via the transseptal puncture. After ablating in the la and returning to the right atrium (ra), the patient went into a left sided atrial tachycardia (at). The la was re-accessed via the previous transseptal puncture. The patient¿s blood pressure dropped and a pericardial effusion was noted on the reprocessed intracardiac echocardiography (ice) catheter. The procedure was stopped. A pericardiocentesis was then performed with success. There is no further information about the hospitalization. The patient was reported to be in the ep lab in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product has not been returned. The product investigation is pending. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: non-bwi -reprocessed soundstar catheter; carto 3 system: model #: m-4800-01, serial #: (B)(4); stockert 70 system: model: m-5463-01, serial #: (B)(4). Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4)